Manufacturer narrative:
Reviews of the device history records and inspection records were performed and no similar concerns were found. The customer returned unopened devices. Three of the unopened devices were opened and the filters examined under magnification for any issues. The filters were found to have correct electro-polish and anchors. There were no issues noted with the unused samples. Per correspondence with argon's national clinical manager: "inevitably there is multi- factorial considerations that need to be looked at which could have contributed to this incident. Based on all these factors, it is unlikely that the incident of migration is due to specific product failure and most likely is resultant from multiple factors which may have been contributory in synergy as the causative for this incident."

Event description:
A end user had a severe adverse event with the option filter. The user placed the filter in a patient 2 weeks ago and yesterday, and the patient returned with severe chest pain. The filter had migrated to the heart requiring emergent surgery. Below is the information and timeline for this event: (B)(6) 2017 ¿ ivc filter placement for prophylactic high risk pre-op for dural repair of lumbar pseudomeningocele. Pre-imaging with ap view of vena cava size of 19.5mm ((B)(6) 2017 CT with infra-renal cava size 23mmx23mm), post-imaging with filter in proper placement. No lower extremity us to confirm lower extremity clot. (B)(6) 2017 ¿ surgery done. (B)(6) 2017 ¿ 11:00am patient had a vasovagal event, fell in the bathroom and hit chest, 12:45pm patient stated not feeling good, worked up with x-ray of chest, 4:40pm cta done with filter in ra across the valve with bilateral pe, 7:32pm pea arrest with chest compressions, 745pm or with surgical filter removal ¿ filter in tricuspid valve, intramural hematoma, multiple lacerations of the heart. The filter was not retained post-surgery.